Manufacturer narrative:
It was reported that the table inadvertently moved on its own. The table was swapped out prior to the patient arriving. No adverse events or injuries were reported. A stryker field service technician (sfst) investigated the issue and was told that the table allegedly tilted without any buttons or foot pedals being depressed. The sfst was not able to replicate the issue without any foot pedals attached, and there was no visible damage to the table or the hand pendant. The sfst observed chafed and exposed wiring on the wiring in the harness of the foot pedals. He attached the foot pedals and moved the cable around and was able to replicate the issue. The sfst replaced the foot pedals and the case was closed.

Event description:
It was reported that the table inadvertantly moved on it's own. The table was swapped out prior to the patient arriving. No adverse events or injuries were reported.